Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to be determined whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose and insulin history is as follows: time: 6:14 am; bg (mg/dl): 351; bolus (u): 4.2. Time: 8:35 am; bg (mg/dl): 275; bolus (u): 1.35. The pod was deactivated and noticed the cannula was bent.